Event description:
I inserted a new freestyle libre 3 plus sensor on (B)(6) 2026. After the 60 minute waiting period the first glucose reading was 60 mg/dl despite no symptoms of hypoglycemia. The sensor then displayed decreasing and finally a "lo" reading before displaying a replace sensor message. Looking in the event log revealed thirty " err3, 373, I,p and g" codes and ending with a "err3, 365,g" code. Fingerstick glucose testing did not confirm the low readings and suggested the sensor was inaccurate or malfunctioning. The sensor was unusable from the start and could have resulted in inappropriate treatment decisions due to falsely low glucose readings. I reported the defective sensor to abbott and they refused to replace it. The sensor serial number is (B)(6) and has an expiration date of 2026-08-31.